Event description:
A peritoneal dialysis (pd) patient reported a blank screen issue on the cycler. The fresenius technical support representative advised discontinuing use of the cycler and issued a replacement. Patient does know how to perform capd/manuals and has 5 boxes of the supplies available; however, the patient was out of town and did not have the manual supplies available. Upon follow up, it was confirmed that the patient was not able to complete treatment with the liberty cycler on the reported day. Patient received the liberty cycler replacement the following day and has been completing treatments with it since then with no issues. Old cycler was returned on the schedule date. There was no harm or adverse event reported, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1635 which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage check test passed. System air leak test passed. Valve actuation test passed. Pre-ast 15 mins 1000ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.